Event description:
The customer's family member reported that pt was admitted in the hosp for high bgs and kept in the ICU. The family member was not familiar with the pump and troubleshooting was not performed at the time of call.